Manufacturer narrative:
This is a report of a use error, where the line was not properly connected and disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag had become disconnected. This occurred during set up for peritoneal dialysis. It was stated that the caregiver set up the prime phase then left the room. When they returned, the supply line was disconnected and the device had advanced to initial drain. The home patient never connected. The caregiver stated that they had not connected the line and bag tightly enough. The technical service representative assisted in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.